Manufacturer narrative:
No visual kink was noticeable in the picture of the tubing. Although, there was a decrease ventilation and the clinician had difficulty passing the suction tube there was not patient harm. Upon noticing the issue with the et tube clinician switched to a manual ventilation. Based on the reported information the criteria for reporting an adverse event has been met. Investigation and customer follow up were performed by well lead. Please see the attached email in the activity log. Ra: this failure mode (r24), tubing kinking, is identified on the risk analysis file (ra-47) for et tubes. The severity of harm for this failure mode is considered and extreme (7) risk and does not meet the risk threshold for carb review (8).

Event description:
Kink in tube caused patient ventilation to decrease. Suction tube was difficult to pass down tube as well.

Manufacturer narrative:
No visual kink was noticeable in the picture of the tubing. Although, there was a decrease ventilation and the clinician had difficulty passing the suction tube there was not patient harm. Upon noticing the issue with the et tube clinician switched to a manual ventilation. Based on the reported information the criteria for reporting an adverse event has been met.

Event description:
Kink in tube caused patient ventilation to decrease. Suction tube was difficult to pass down tube as well.